Manufacturer narrative:
The complaint report states that the sac has expanded in diameter since implantation of the device. The diameter of the sac at the first post-operative CT is not known to the company. If, since the first post-operative CT scan, the sac has expanded in diameter by 5mm or more then the expansion would be considered significant (chaikof et al., 2002). The threshold of sac diameter for intervening on an aneurysm is not less than 50mm (unless the patient was experiencing pain or other symptoms). Therefore if the sac measured more than 53mm in diameter at the first post-operative CT, sac expansion would not normally be considered to have occurred. There is evidence of low levels of contrast associated with the left stent graft limb which could have leaked from needle holes and this would constitute a type iii endoleak. Treatment by re-lining would be effective in removing this type of endoleak. There is also evidence of patent lumbar vessels connecting with the sac and these would constitute a type ii endoleak.

Event description:
Original evar was performed on (B)(6) 2016. Final angiography revealed that the left renal artery wasn't patent and that a type 1a endoleak was present. (B)(4) was raised to investigate the events and the complaint report details an attempt to restore patency to the left renal artery by accessing via the left brachial artery, but as the right renal function was favourable, the procedure was finished with the left renal artery still occluded. The type 1a endoleak was resolved by implanting a proximal extender. An update was received on 03rd march 2016. The clinician reported that the patient suffered from an ischemic reperfusion injury at the left distal part. Reperfusion injury is the tissue damage caused when blood supply returns to the tissue after a period of ischemia or lack of oxygen (anoxia, hypoxia). The absence of oxygen and nutrients from blood during the ischemic period creates a condition in which the restoration of circulation results in inflammation and oxidative damage through the induction of oxidative stress rather than restoration of normal function. The clinician performed an embolectomy during the initial procedure, anticipating a possibility of thrombus due to the ischemia, as the procedure was long. Thrombus was not confirmed. The patient's condition had been favourable until recent ((B)(6) 2018) follow-up examinations, where an increase in the diameter of the aneurysm was observed. The clinician reported contrast leakage suspected to be from pinholes in the stent graft during a CT scan on (B)(6) 2018.